Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit displayed "gas line blocked" and "gas device error" messages. This issue was identified during setup, and the unit was swapped out before being used on a patient. No patient harm was reported. Investigation summary: the issue was duplicated during evaluation. The cause was found to be failure of the sensor and/or pump. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit displayed "gas line blocked" and "gas device error" messages. This issue was identified during setup, and the unit was swapped out before being used on a patient. No patient harm was reported.